Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
Based on the repair evaluation for the g137 the handpiece cable was damaged, restricting water flow and leaking around the hp cable control. The esd control board is damaged restricting vibration, there was worn out nozzle grip, and pinched tubing's. The handpiece was getting hot , no injury resulted.